Event description:
Reportedly, the subject pacemaker was explanted because it reached its recommended replacement time (rrt) prematurely.

Manufacturer narrative:
B5 : typo corrected. Please refer to the attached analysis report.

Event description:
Reportedly, the subject pacemaker was explanted because it reached its recommend replacement time (rrt) prematurely.